Event description:
A 6f angio-seal evolution was selected for use following a percutaneous coronary intervention (pci). After deployment, brisk bleeding was observed at the puncture site requiring manual compression. After gaining hemostasis, the lower extremity of the right leg was pale and blue with near absent pedal pulses. Doppler ultrasound revealed decreased blood flow distal to the superficial femoral artery (sfa). An echo lucent object was lodged luminally in the sfa. The patient was moved to the vascular laboratory where the anchor and collagen were removed endovascularly. The patient made a full recovery and was discharged the following day. This case was published online on (B)(6) 2013 vascular, (B)(4).

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) state that bleeding or a hematoma at the puncture site are a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site and if necessary, monitor pedal pulses. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.